Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient asked for more therapy information and programming direction and reported a burning sensation on the shaft of their penis since they increased the setting to 5.5 today. The caller also mentioned that after increasing the setting, they have experienced more retention symptoms: not emptying bladder as much, it being hard to pass the urine. The caller said that they had started the trial yesterday and that their initial setting was at 2.9. The patient said that their spouse had received the programming direction and was told to make an increase the day after the trial implant. Patient services reviewed therapy information and general programming guidance with the patient and the patient said they would decrease  the setting after the call as their spouse had been trained on the how to make adjustments and they needed to discuss with them. It was noted that the patient's relevant medical history included that they had a history of having urinary tract infections (utis) and a burning sensation due to retention. The patient was redirected to their health care professional (hcp) and the patient did say hcp office was going to call them. That same day, the patient's spouse reported that since yesterday ((B)(6) 2021 ) the patient had been sore at the trial lead incision site and that they'd had a bad night sleeping. The spouse said that they had spoken with the physician's assistant (pa) from the hcp office earlier that day.